Event description:
It was reported that the implanted ear has a radical cavity. The conductor link is getting out of the external ear canal. The patient must pressure the bone area behind the pina, so that he can hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.